Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Field service determined that the sample probe was the likely cause of the issue. Subsequent contact with the customer indicated that there were no further questionable samples generated after the replacement of the sample probe. Service history for architect c16000 serial number (B)(4) showed no subsequent tickets of this nature have been documented since the sample probe replacement. A review of quality metrics and 12 months of trending data did not identify an adverse trend or a non-statistical adverse trend related to the sample probe. The architect system operations manual includes probable causes and corrective actions and provides adequate labeling with regard to sample probe is partially obstucted and/or damaged, or out of alignment causing poor precision, concerning this customer's event. The system logs collected did not contain the logs necessary to determine evidence of fibrin clots or particulate matter being present in the samples. Therefore, the system logs provided no additional information that could be used to verify the exact cause of the discrepant results. The probable cause for the discrepant results was most likely due to a misaligned, blocked, or damaged sample probe. However, the actual cause could not be determined. Based on the avaiable information a deficiency or a malfunction is not identified.

Event description:
The customer stated incorrect results have been generated on the architect c16000 analyzer. When the sample is retested, the values are in the normal range. A patient generated an elevated calcium result of 5.22 mmol/l and upon retest, yielded a result of 2.23 mmol/l. There was no report of impact to patient management.